Manufacturer narrative:
(B)(4). Medical product: vanguard (tm) dcm cr tibial bearing catalog # 183440 lot # unknown; biomet interlok fixed I-beam tibial plate catalog # 141224 lot # unknown; vanguard series-a thin patella catalog # 184786 lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the item and/or lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-05136, 0001825034-2018-05138, 0001825034-2018-05130. Remains implanted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient was experiencing baker's cyst due to unknown reason.